Manufacturer narrative:
The returned device was evaluated and damage to the soft cannula was found, the cause of leaking during wear could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
After investigation it was found the cannula appeared to have been stretched slightly and is now outside the length of tolerance. The patient's blood glucose levels reached 327 mg/dl while wearing the pod between 4 and 24 hours. As treatment, an injection of insulin was delivered.